Event description:
In 2008, the pt reported that her blood glucose was "off the charts". She stated that her blood glucose has been elevated to 400-500 mg/dl for the past "couple of months, I think it is kidney problems." She reported experiencing kidney infections for years and she has started menopause and is under a lot of stress. She stated that she is not able to go to the doctor due to finances. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.